Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Physio replaced the battery connector pins, main keypad assembly and the battery blade block all as a precaution. After proper device operation was observed thorough functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during a recent event involving a patient. The patient, a male in his mid to late 20's, had overdosed. During transport to the hospital, the device powered off by itself. Power was immediately restored by the crew, but it powered off again prior to reaching the hospital. The patient was being monitored and in stable condition when the issue with the device was observed. The patient survived the event. The reporter advised that the reported issue did not impact patient care.

Manufacturer narrative:
(B)(4). Physio-control received the device and performed a visual inspection of the unit. No visual discrepancies were observed. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.